Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging a display issue with a one touch ping meter. The pt indicated that the alleged display issue started on an unspecified date/time two weeks prior to contacting lfs in 2009. The pt claimed that the meter's display was 'hard to read." The pt also claimed that she developed symptoms of dizziness and sweating 40 minutes after the alleged issue began. The pt denied receiving treatment because of the alleged issue. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes management regimens, what actions the pt took before and after the symptoms developed, what her last meter reading was before the alleged issue began, and what date/time the last meter reading was obtained before the issue started, in addition, it would have been helpful to know if she was still able to test and interpret her meter reading(s) after the issue started. The meter was replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.